Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Discovered, during surgery

Event description:
Healthcare professional reported, left side rupture. Discovered, during surgery. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced with non-allergan device.